Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 3.75mm x 12mm nc emerge balloon catheter and 10mmx2.25mm wolverine coronary cutting balloon were selected for use. During the procedure, it was noted that these balloons ruptured. There were no complications reported.

Manufacturer narrative:
(B)(6).